Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-20955. Related manufacturer reference number: 2017865-2021-20956. It was reported that the patient presented in clinic for routine generator changeout. Prior to procedure, it was found that the patient's atrial lead was dislodged, failing to sense, and was failing to capture with high capture threshold. It was also found that the patient's left ventricular lead was exhibiting high capture threshold and was causing diaphragmatic stimulation in the patient. The patient's right ventricular lead exhibited high pacing impedance. Lead fracture was reported with no specification of which lead the allegations were regarding. All three leads were explanted and replaced. There were no patient consequences.